Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member via social media that the patients implantable cardioverter defibrillator (ICD) was "defective" and "unnecessarily" delivered multiple therapies to the patient and that the leads were "crappy". Follow up was conducted and no further information was discovered. No further patient complications have been reported as a result of this event.